Manufacturer narrative:
Analysis: to date, medtronic has not received this product, and attempts to obtain the product have been unsuccessful. Without returned product, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Medtronic anticipates return of the device, and will provide a follow up report when analysis has been completed. Conclusion: exact cause of the event cannot be determined at this time. It was reported that there were no patient complications.

Event description:
Medtronic received information that this oxygenator did not provide oxygen to the patient during a surgical procedure to correct an atrial septal defect. The procedure was stopped after 12 minutes, with no reported complication to the patient.